Event description:
A customer contacted beckman coulter inc. (Bci) regarding a low glucose result generated by the synchron lx20 clinical system. Customer indicated that glucose result of 44mg/dl was not believed by the lab, and was not reported. The specimen was re-tested on a different instrument and a result of 99mg/dl was reported out of the laboratory. Patient treatment was not affected.

Manufacturer narrative:
Erratic qc results and unacceptable precision runs were noted prior to the event. A field service engineer (fse) was dispatched: the fse replaced multiple parts ; however, erratic qc results continued that day. The fse ordered more parts and instructed the customer to not run patient samples on this instrument over the weekend. Laboratory continued to run patient samples over the weekend on this instrument when the erroneous low result occurred. On monday, the fse replaced additional parts. Bci contacted the customer on 02/22/10 and there have been no new reports of erroneous results. Although parts were replaced, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.